Manufacturer narrative:
Product complaint#: (B)(4). Date sent: 11/13/2019. Maude report#: mw5090152 received. Additional information was requested and the following was obtained: what were the indications for the ablation procedure? Small lesion with incomplete tace response. What specific ablation procedure was performed? Mwa following lopiodol tace . If bone, was an introducer used? Not bone. What was the approach/where anatomically was the probe inserted? Lateral chest wall approach. Costochondral cartilage too indurated for second of two probes to pass. Was there any resistance felt, force needed, or any challenges inserting the probe? Probe not able to penetrate costochondral cartilage . Decision made to abandon path rather than force probe. At what point in the procedure was broken tip identified? On removal of probe. How was the procedure completed? New probe placed by secondary approach path. Are copies available of any imaging performed? There are images that can be printed however release of imaging would be subject to va rules and regulations regarding this. Was the postoperative patient care changed or any other treatment required? No. Is probe tip still in the patient? If so, are there plans to remove the broken probe tip? Yes. No plans to remove. What is the current status of the patient? Doing well. Pending post procedure imaging at 6-12 weeks. If possible, can anonymized copies of imaging performed be provided to us as part of the complaint investigation? No, can not sent images. Investigation summary: a photo was received and reviewed, which clearly shows a probe missing its tip. Call home was reviewed for system nm12nea00065 on 9/18/2019. A pr15, nm18ncb77006, was connected, tested, and put into tissu-loc. Another probe, nm19ncb78471, was connected and tested. This probe was disconnected twenty minutes later and not used for the remainder of the case. A new probe, nm19nhb84920, was connected, tested and put into tissu-loc. The two probes ablated for 3:13, 65w with no errors, normal temperatures (120c-130c). Another ablation (8:00, 65w) was completed without error, and had normal temperatures (110c-130c. Both probes cauterized then were disconnected. No errors/issues were seen. Probe nm19ncb78471 (0 uses) was investigated at neuwave. The probe's tip was missing and the cannula was also broken off the handle. In summary, the provided photo was reviewed, and it was found to show a probe missing its tip. The call home data for this case was reviewed and no errors were identified. Analysis of the returned device revealed a missing probe tip. The damage to the probe tip was likely caused when the probe was inserted into cartilage. When using a probe in or near rigid structures such as bones and cartilage, use care not to apply excessive lateral force or excessively bend the probe. Near the probe tip, the probe shaft is made of ceramic, which may break if excessive force is applied. This may result in the probe tip being detached from the probe and possibly remaining in the patient. Please reference the warnings in the user manual for additional information. Lot: ml19014069 was reviewed (in process sn 24). Probe sn 12's inner conductor was out of spec and was reworked. There were no other problems seen during the manufacturing and testing of this lot.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for the ablation procedure? What specific ablation procedure was performed? If bone, was an introducer used? What was the approach/where anatomically was the probe inserted? Was there any resistance felt, force needed, or any challenges inserting the probe? At what point in the procedure was broken tip identified? How was the procedure completed? Are copies available of any imaging performed? Was the postoperative patient care changed or any other treatment required? Is probe tip still in the patient? If so, are there plans to remove the broken probe tip? What is the current status of the patient?

Event description:
It was reported that during a microwave ablation procedure the tip of the probe broke off and remains inside the patient. The tip broke off during positioning of the probe prior to start of the ablation. No action to remove the fragment will be taken at this time. A new probe was used to complete the case.